Manufacturer narrative:
Upon completion of investigation a follow up report will be filed. Complaint sample under investigation.

Event description:
The affiliate reported: the device was blocked and was not working (after use on patient).

Manufacturer narrative:
Upon completion of the investigation, the position of the cam when valve was received was 70mmh2o. The valve was visually inspected and a needle hole in the needle chamber was noted, no defects were noted. The valve was irrigated with purified water and no occlusion was noted. The catheters were irrigated with purified water, no occlusion was noted. The valve was dried and leak tested. Only leaked from the needle hole, no other leaks were noted. The valve was reflux tested and passed the test. The valve was tested for programming and pressure and passed the test. A review of the history device records confirmed the valve conformed to the specifications when released to stock. Review of the history device records confirmed the catheters conformed to the specifications when released to stock. No root cause could be determined, as the problem reported by the customer could not be duplicated. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
5/21/2014 additional information from the affiliate stated: there were no adverse consequences to the patient. The device was replaced with a new one. There was no delay for more than 30 minutes.